Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hypoglycemic event that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient's wife called 911 after she noticed noise coming from the baby monitor and saw husband sweating profusely. Patient was asleep and his wife tried to wake him up but was unable to. Patient's cgm was reading 126mg/dl and bg meter was displaying 24mg/dl. Paramedics arrived and the patient was given two shots and an in-artery IV of glucose. The paramedics checked the patient's bg and he was at 118mg/dl. Patient ate peanut butter and jelly sandwiches and the paramedics stayed for an additional thirty minutes. Patient went back to sleep after the paramedics left. At the time of contact, the patient was fine and no further medical intervention was reported.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.